Event description:
A medtronic rep reported that they had an issue with the image flipping after touch-n-go registration in navigation. Surgeon was able to use pointmerge registration and continue with surgery with no impact on pt outcome.

Manufacturer narrative:
If software investigation yields conclusive results, medtronic will file a follow-up MDR to report the findings and related codes.